Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
The customer called technical support (ts) reporting that during preventative maintenance, that the touched position was observed to be out of alignment. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The resistance measurements and resistance ratio test passed. The reported complaint touchscreen failed was not duplicated. There was no fault found on the returned touchscreen assembly.